Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with prime anomaly due to a faulty force sensor resistor. Unable to perform basic occlusion and excessive no delivery alarm tests due to prime anomaly. Cracked case, cracked belt clip slot, cracked battery tube threads and scratched display window noted.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was nauseated, vomiting and irritable. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip. The current blood glucose reading is 161 mg/dl. Nothing further reported.